Manufacturer narrative:
No product was received as no device fault was alleged and the involved devices remain in situ. While radiographs were provided they could not confirm the hematoma. No root cause could be determined though inadvertent instrument or implant contact may be a cause or contributor. No additional investigation could be completed. Label review "... Potential adverse events and complications: as with any major surgical procedures, there are risks involved in orthopedic surgery. Infrequent operative and postoperative complications that may result in the need for additional surgeries: damage to blood vessels..." "... The implantation of spinal systems should be performed only by experienced spinal surgeons with specific training in the use of this spinal system because this is a technically demanding procedure presenting a risk of serious injury to the patient..." "... Intra-operative warnings: ntra-operative warnings: the physician should take precautions against putting undue stress on the spinal area with instruments. Any surgical technique should be carefully followed. It is important that the surgeon exercise extreme caution when working in close proximity to vital organs, nerves, or vessels, and that the force applied to the instrumentation is not excessive, to prevent potential injury to the patient..." Devices remains in-situ.

Event description:
On (B)(6) 2021 a patient underwent a posterior fixation procedure from t10 to s2ai. The surgery was completed without issue but the following day the patient had pain in his right knee and could not kneel on his right leg. A hematoma was found around l3-l5 and a revision occurred to address it. The root cause of the hematoma is reported to be unknown. The patient status has been improving but he is still experiencing trouble moving his right knee.